Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failure occurred. The cubie was reported as non-recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the open and close sensor was completely disengaged and inactive. A field service engineer removed the entire drawer, replaced the hard stop assembly with the integrated sensor, and reinstalled the drawer, after which the machine booted successfully and the indicator lights turned on as expected and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.